Event description:
After several tries with erbe coutery, snare not getting current. Switched to valley lab cautery and still no current, one last try, polyp removed but shock went up tech's right arm while holding snare causing her to drop the snare.